Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2013-02092, 02093.

Manufacturer narrative:
This is one of two device reports for this event. Related MFR# 1225714-2013-02092; 1225714-2013-02093.

Manufacturer narrative:
This is one of two device reports for this event related MFR# 1225714-2013-02092 and 1225714-2013-02093.